Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited a fan malfunction causing the fan to alarm. The issue was found during preparation for use on a bronchoscopy procedure. The intended procedure was completed using a replacement device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (phone number missing). Additional information added to field h3, h4, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. The event could have occurred due to the faulty fan. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.